Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch#: 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200845989] noted for out of spec shield pull.

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs needle hub separated. The following information was provided by the initial reporter: material no. 328468, batch no. 9252463. It was reported that needle hub separated from syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs needle hub separated. The following information was provided by the initial reporter: material no. (B)(4), batch no. 9252463. It was reported that needle hub separated from syringe.